Event description:
Patient revised for second time on (B)(6) 2020 due to glenosphere disassociation from baseplate. Primary surgery on (B)(6) 2019, and first revision due to dislocation from fall on (B)(6) 2019 (previously reported). During second revision, surgeon explanted 36mm centered glenosphere with screw and 36/+9 humeral cup and replaced them with a 40mm centered glenosphere with screw, 40/+6 humeral cup, and +9mm spacer.